Manufacturer narrative:
The device was returned to olympus for evaluation. We were unable to confirm the users report. No other issues were reported or found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported an error code b30 and communication error e216 on a video system center. No patient involvement or injuries were reported. No additional information has been obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. 1. As stated previously the reported event was not able to be confirmed during the evaluation step of the complaint process. 2. In addition, an investigation was performed by the legal manufacturer based off of the information provided. A. A review of the IFU was performed and it was confirmed the IFU gives instruction for proper connection of the video connector, including the electrical contacts, in a sufficiently dry condition. This may have prevented the event described. Specifically the IFU states; make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. In addition, clv-190 operating instructions describe how to connect the scope connector, including the electrical contacts, in a sufficiently dry condition. Before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. B. A review of the DHR was performed and there were no issues found within the record associated to the reported event. 3. Conclusion: a root cause could not be definitively identified. Based on the results of the investigation and additional information that was provided, the following is the most likely cause to the reported complaint. Since the reported event was not reproduced by the repair department, it is more likely that there was no abnormality in the device concerned, but rather there was a problem with a devices other than the device concern, conversely that the user had inadvertently connected the video processor or the light source device in a state where the electrical contacts of the video connector or scope connector were not sufficiently dried or there was a foreign object present. If the electrical contacts are unstable, the communication between the scope and the video processor may fail and cause a b30 error (scope communication error) or a e216 error (scope communication error).